Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was taking eliquis prior to the procedure and it was interrupted for the procedure. A 24mm watchman flx laa closure device was deployed and released. After release, a thrombus was noted on the face of the device. The patient had no symptoms and was discharged the following day.